Event description:
It was reported that during servicing, the device was found to be corroded. There is no impact on patient in this event at the time of report. Additional information received on evaluation stating that bearings were misaligned made this event reportable.

Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of attachment corrosion was confirmed. The likely cause could not be determined. However, it was also noted that bearings were misaligned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.